Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was to further described as non-compliance to sterilization technique. The patient was hospitalized the same day as event onset and was treated with unspecified antibiotics (no further information) for peritonitis. Antibiotic treatment was discontinued fourteen days after hospital admission and the patient was recovered from the event. Dianeal therapies were maintained. It was not reported if the patient was retrained on proper aseptic technique. The reporter declined to provide further information. No additional information is available.